Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. In this case, it appears the instruction for use (IFU) deviation related to force may have contributed to the reported stent dislodgement; however, it is likely the resistance with the difficult anatomy felt prior to dislodgment caused the reported stent dislodgement. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b5 - describe event or problem: updated

Event description:
Subsequent to the initially filed report, additional information was provided which stated that a coronary artery bypass grafting (CABG) was performed but the patient expired since a do-not-resuscitate order (dnr) was requested. The physician stated the xience skypoint stent did not cause or contribute to the patient death. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) coronary artery with mild calcification and mild tortuosity. The 3.0x12mm xience skypoint sent delivery system (sds) was advanced through the lesion; however, could not be implanted due to resistance from an unspecified previously implanted stent; therefore, the device was being removed when the stent became dislodged from the balloon inside the patient's body. Another non-abbott stent was used in an attempted to cover the lesion where the xience skypoint was intended to be implanted; however, it was deployed at the left main since could not cross due to the dislodged stent. The patient was sent to surgery and was hospitalized. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use (IFU) states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. In this case, it appears the IFU deviation related to force may have contributed to the reported stent dislodgement; however, it is likely the resistance with the difficult anatomy felt prior to dislodgment caused the reported stent dislodgement. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 2017 clarifier: against resistance.